Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility's health care professional reported to baxter (B)(4) that a dehp-free solution administration set was unable to be disconnected. The issue was reported to be at the connection between the infusion pump and huber needle. During disconnection, a part of the tubing of the infusion pump was stuck in the extension. This occurred during infusion. There was a patient involved, but there was no report of patient injury or medical intervention in association with this event; however the patient was anxious. There was no additional information.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. Device evaluation: a sample was available for evaluation. A visual inspection was performed revealing a broken luer lock that cracked during use. The reported condition was confirmed. The root cause can be attributed to misuse of the product. As a corrective action, a leaflet detailing the functionality of the rotating luer lock was issued.